Event description:
It was reported that during the procedure to implant the patient¿s implantable neurostimulator (ins) high impedances were measured (+40 ,000) on electrodes #2 and 7. After receiving the poor impedances during intra-operative testing, several steps were followed to correct the issue including inspection of the lead itself. It was then noted that the lead was damaged with a complete circumferential break in the lead wire covering for electrodes #0-7 was observed on inspection. It was noted that it was unsure how this occurred. The lead was removed before closing and was replaced with a new lead. Impedance testing performed with the new lead in placed showed values all within range. There were no patient symptoms or complications reported as a result of the event issue. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial#: (B)(4), product type: lead. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot#: n489797, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#:(B)(4), product type: programmer. (B)(4).